Event description:
It was reported that (1) hp052 was used during a lap nissen fundoplication procedure. It was reported by the rep that during uses with several types of harmonic scalpel blade systems, this handpiece quite often locks up giving a solid tone by the generator. The black electrical plug does not stay attached to machine securely. It is unknown how the case was completed. There was no consequence to pt.